Manufacturer narrative:
The insulin pump was received with no response from act and down buttons, due to corroded keypad traces. Weak battery alarm could not be verified, due lack of button response. The device was also received with minor scratches on the display window, a cracked case at display window corners and a cracked reservoir tube lip. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer called and reported that the buttons on the insulin pump were not responding. Customer also received a weak battery alarm. Customer's blood glucose was 150 mg/dl. No significant events leading to the keypad issues were recalled. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was further advised that the device would be replaced and agreed to return the product for analysis.